Manufacturer narrative:
The accoutn found the brake is out of adjustment, most likely due to normal wear and tear. A search of the hill-rom maintenance records did not showed hill-rom performed any preventative maintenance on their beds. It is unknown if the facility performed any other preventative maintenance on this beds. The account adjusted the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake is not holding. The stretcher was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).